Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they were able to clear the alarm and were able to complete rewind. The customer was advised to insert a new battery and insulin pump alarmed unexpected restart alarm. The customer was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.